Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified atrioventricular branch of the distal right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres for 3 seconds. The balloon was removed from the patient's body without problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.